Event description:
It was reported that an ilet user disconnected the pump to shovel snow, then reconnected and consumed coffee with milk without announcing the meal. Subsequent blood glucose readings were 237 mg/dl on the cgm and 232 mg/dl by fingerstick. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no reported injury, and no hospitalization. Investigation included user education and troubleshooting on proper reconnection technique, leak inspection, and ensuring the infusion set connector clicked into place. Investigation of this case revealed no evidence of leakage or device malfunction, with the likely cause being a missed meal announcement after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.